Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reporting pain and rupture. Physician confirms rupture and capsular contracture baker grade iii. Removal and replacement with non allergan device. This relates to the right device.

Manufacturer narrative:
Visual analysis of the photographs identified: one extended opening, fold creases and yellow particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reporting right side pain and rupture. Physician confirms rupture and capsular contracture baker grade iii device has been explanted and replaced with non allergan device.